Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However the insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had a mutiple no delivey alarm on insulin pump. The customer's blood glucose level was 294 mg/dl. It was explained to the customer that the cause of excessive no deliver y alarm may be due to site, infusion set and reservoir issue. The troubleshooting was performed. The customer was advised the the insulin pump need to be replaced. No further information was reported.